Event description:
It was reported the patient was unable to place the device into MRI mode. Reportedly, the patient's contacts had several low impedances. As a result, the ipg was explanted on (B)(6) 2019.